Manufacturer narrative:
The customer checked other patient samples that were run near this sample and found no other issues. Calibration and qc were acceptable. The customer used a sample volume of 4 ml which is a little low, however acceptable. Sample inversions were not provided nor was the relative centrifugal force (rcf) that was used. No issues were identified during a review of the alarm trace data. Instrument maintenance and service visits were completed according to schedule. Instrument performance testing from 27-may-2021 was acceptable. Based on the information available, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys estradiol iii assay (estradiol iii) on a cobas e801 module. The initial result was 438 pg/ml. This result was reported outside of the laboratory where it was questioned by the doctor. The repeat result was 5 pg/ml. On (B)(6) 2021, the sample was repeated on another module with a result of 6.66 pg/ml. The repeat results were believed to be correct. The estradiol iii reagent lot number was 50390601 with an expiration date of 31-oct-2021.